Event description:
The patient was revised because of pain, high ion levels, osteolysis.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). It was learned that no pseudo tumor or signs of infection were noted. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd 7/23/2014. Litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from difficulty ambulating. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what was previously reported, pfs alleges failed device causing injuries, capsulectomy, heterotopic ossification and limited mobility. After review of medical records for the MDR reportability, patient was revised to address slowly increase of metal ions. Operative notes reported of small amount of tissue staining and heterotopic ossification but there was no evidence of pseudotumor. Clinic visits reported of pain, discomfort, stiffness, low back pain and infection. X ray exam showed stable heterotopic ossification. Laboratory result for metal ions were below 7ppb. Records also indicated infection due to metal plate in hip, however, wbc results were within normal range.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.